Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that in (B)(6) 2013, during a hospital stay for a heart procedure (unrelated to his diabetes), he obtained a blood glucose result with the subject meter that was ¿80 points¿ greater than a result obtained with a hospital meter. The patient did not recall the actual readings obtained with either of the devices. The patient informed the mss that his nurse decided to compare the subject meter to the hospital meter because he had suffered a low blood glucose excursion earlier that day. The patient reported he had developed symptoms of ¿sweaty and felt tongue numb¿ and when his blood glucose was tested it registered in the ¿50¿s mg/dl¿ and was treated accordingly. Prior to the onset of symptoms, the patient claimed he had tested with the subject a few hours prior. The patient did not recall what result he obtained, but confirmed he administered a correction bolus in response to the reading. The patient tests his blood glucose a minimum of 5x/day and is on insulin pump therapy. At the time of initial troubleshooting with lfs, the patient confirmed he was using test strips that appeared in good condition and were not expired or opened past their discard date. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.